Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The customer's report of thermal damage was confirmed on the returned device. Inspection of the received device was performed. The instrument seal and the handle cover were not present. Screws were missing securing the front and rear case of the device. The battery cover was broken and the rs-232 cover was found unsecured. The device was opened and inspected. Internal inspection found evidence of fluid ingress (white in color) that contaminated the rear case and mian board of the device. Thermal damage was noted to q11 of the main board assembly; no obvious circuit board workmanship issues were noted. It is suspected that fluid contaminated the device main board across q11 creating a low impedance or short across this component. This condition resulted in an increase in heat being generated as current began to flow thru the conductive moisture; this resulted in thermal damage to q11. The root cause of the customer's experience is due to fluid ingress that resulted in thermal damage to q11 on the main board.

Event description:
Biomed reported that he smelled a burning smell and saw smoke when the device was turned on after sitting unused for 6 months. There was no pt involvement. No pt or event information is available.